Manufacturer narrative:
It was reported that the alarm of the controller was significantly diminished. The controller (con102258) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed visual inspection due to a loose power port 1 connector. This affected the ability to adequately maintain a connection to a power source. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Supplemental testing revealed that sound level of the low and high priority alarms were within the specification limits. As a result, the reported event could not be confirmed as no anomalies related to the sound level were observed. The manufacturer has opened an investigation with the supplier to evaluate the loose connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alarm volume on the controller was significantly diminished. The alarm volumes were evaluated in clinic and were determined to be "muffled". A controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the alarm volume on the controller was significantly diminished.  The alarm volumes were evaluated in clinic and were determined to be "muffled".  A controller exchange was performed.  No patient complications have been reported as a result of this event.